Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Analysis found that on initial boot the computer booted to application screen normally. Testing revealed no errors and the computer was stable and no restarts or video anomalies were noticed. No fault found. The monitor was returned to the manufacturer for analysis. Analysis found that the monitor was connected to a test system and the monitor remained working during testing. Flexing the cables does not indicate any intermittent opens. Fully functional.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to site to test the equipment. Representative reported that the issue could be replicated. Computer and application started normally but the computer rebooted unexpectedly. Representative replaced computer to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer has not been received by manufacturer for evaluation.

Event description:
A site representative reported that during cranial resection, the staff monitor of the navigation system was flickering black screen. Rebooting the system did not resolve the issue. Site used another medtronic navigation system to complete the procedure. The procedure was completed with the use of navigation. There was a delay of less than 1 hour. No known impact on patient outcome.